Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. The customer was admitted to the intensive care unit (ICU) in december of 2025 customer could not recall exact date, with a blood glucose (bg) level of "400-500" mg/dl with ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ICU "about 3 days later" with the issue resolved and no permanent damage. Customer continued to use current pump.